Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for more than 118 colony forming units (cfus) of aerobic microorganisms and an unspecified amount of cfus of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
Correction to d4 of initial report. Please see d4 for further details. Updated fields: e1, and h11. This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024; sampling from: all channels; cfu: <1cfu; bacterial identification: n/a. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to b3 of initial report. Please see b3 for further details. This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the lm's final investigation. The lm reviewed the customer provided cds processes where no obvious deviations from the instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 3 cfu/endoscope (2 cfu/100ml). Bacterial identification: coagulase negative staphylococci, filamentous fungi. Sampling date: (B)(6) 2024. Sampling from: biopsy channel. Cfu: <1 cfu/endoscope (<1 cfu/100ml). Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: suction channel. Cfu: 1 cfu/endoscope (3 cfu/100ml). Bacterial identification: micrococcaceae. Sampling date: (B)(6) 2024. Sampling from: a/w-channel. Cfu: 2 cfu/endoscope (6 cfu/100ml). Bacterial identification: filamentous fungi. Sampling date: (B)(6) 2024. Sampling from: auxiliary water channel. Cfu: 4 cfu/endoscope (20 cfu/100ml). Bacterial identification: moraxella osloensis, filamentous fungi. The device was evaluated where the metal part of the insertion section mount was scratched, and the inner wall of resin had fuzz which may have disturbed the performance of cleaning of the biopsy channel. The metal part of the suction cylinder pipe and the suction connector port was scratched which may have disturbed the performance of cleaning of the suction channel. The metal part of the inner pipe of the air water cylinder was scratched which may have disturbed the performance of cleaning of the air water cylinder. Additionally, damage found including leaks could be a cause of contamination. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. When olympus culture tested after reprocessing in accordance with the IFU before repair, the results did not conform to the regulation's recommendation. Results of culture testing after repair were not provided. Olympus will continue to monitor the field performance of this device.